Manufacturer narrative:
No device associated with this report was received for examination. The ap radiograph revealed bilateral uncemented total hip arthroplasties. The femoral head of the left hip has eroded through the polyethylene acetabular liner and metal cup superiorly and is extending into the pelvis. The evidence suggests there is osteolysis superior to the cup. There is metal artifact seen medial to the head, medial and inferior to the cup and lateral to the femoral stem in the greater trochanter. The femoral stem is centered in the canal and shows no evidence of loosening. It is unknown the length of time the devices were in-vivo, but it is suspected to be a good deal. The primary operative notes were reported unavailable as the physician is reportedly no longer practicing. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to implant wear. Cup loosening was also noted.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.